Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("organ perforation due to migrated implants") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, genital haemorrhage, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the location of perforation -fallopian tube perforation,organ perforation due to migrated implants-") and genital haemorrhage ("unusual bleeding") in a 25-year-old female patient who had essure (batch no. 919013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included removal of kidney stone, gravida ii and parity 2. Concurrent conditions included overweight, menorrhagia, adenomyosis and paratubal cyst. Concomitant products included obetrol (adderall). In january 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), menstrual disorder ("unusual periods"), depression ("depression"), alopecia ("hair loss"), amnesia ("memory loss"), arthralgia ("joint pain") and pain in extremity ("leg pain"). The patient was treated with levonorgestrel (mirena) and surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain lower, dyspareunia, menstrual disorder, depression, alopecia and amnesia outcome was unknown, the genital haemorrhage, abdominal pain and pain in extremity had resolved and the arthralgia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, depression, dyspareunia, fallopian tube perforation, genital haemorrhage, menstrual disorder and pain in extremity to be related to essure. The reporter commented: insertion details:attention was then turned to the left ostia and the essure was advanced with the hysteroscope without difficulty. The essure was deployed and again four coils were noted at the end of the procedure. No bleeding was noted, the hysteroscope was removed from the uterus and cervix the allis clamp was removed from the cervix and good hemostasis was noted. Plaintiff states she was not informed of any potential complications, but her medical records show that the device failed to deploy in her right fallopian tube ostium twice. A new device was opened and implanted after two failed attempts with the initial device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the location of perforation -fallopian tube perforation,organ perforation due to migrated implants, essure coil protruding'), embedded device ('focal portions of metallic medical device embedded within the left cornu, embedded gray coiled medical device') and genital haemorrhage ('unusual bleeding') in a 25-year-old female patient who had essure (batch no: 919013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included removal of kidney stone, gravida ii, parity 2 and intrauterine device removal. Concurrent conditions included overweight, menorrhagia, adenomyosis and paratubal cyst. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menstrual disorder ("unusual periods"), depression ("depression"), alopecia ("hair loss"), amnesia ("memory loss") and arthralgia ("joint pain"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse") and pain in extremity ("leg pain"). The patient was treated with levonorgestrel (mirena) and surgery (robotic assisted total laparoscopic hysterectomy; bilateral salpingectomy and robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, abdominal pain lower, dyspareunia, menstrual disorder, depression, alopecia and amnesia outcome was unknown, the genital haemorrhage, abdominal pain and pain in extremity had resolved and the arthralgia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, depression, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, menstrual disorder and pain in extremity to be related to essure. The reporter commented: insertion details: details of procedure: the right ostia were kept in view and the essure was advanced easily. However, upon deployment it was noted that the essure did not fully deploy and the instrument was then easily removed. A second attempt was made in the right ostia and again the essure malfunctioned. It was noted that again the instrument was easily removed and upon removing it from the hysteroscope it was noted that the coils were all still intact and never actually deployed from the instrument. At this point another essure instrument was opened and was easily advanced through the hysteroscope and in through the ostia and deployed at this point with no difficulty, four coils were seen at the end of deployment. Attention was then turned to the left ostia and the essure was advanced with the hysteroscope without difficulty. The essure was deployed and again four coils were noted at the end of the procedure. No bleeding was noted, the hysteroscope was removed from the uterus and cervix the allis clamp was removed from the cervix and good hemostasis was noted. Plaintiff states she was not informed of any potential complications, but her medical records show that the device failed to deploy in her right fallopian tube ostium twice. A new device was opened and implanted after two failed attempts with the initial device. Removal findings: av ns uterus with contained mirena iud, ns ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hsg confirmation test was performed on (B)(6) 2012. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: mr received: reporter added, event "focal portions of metallic medical device embedded within the left cornu" and medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the location of perforation -fallopian tube perforation,organ perforation due to migrated implants-") and genital haemorrhage ("unusual bleeding") in a 25-year-old female patient who had essure (batch no. 919013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included removal of kidney stone, gravida ii and parity 2. Concurrent conditions included obesity, menorrhagia, adenomyosis and paratubal cyst. Concomitant products included obetrol (adderall). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), menstrual disorder ("unusual periods"), depression ("depression"), alopecia ("hair loss"), amnesia ("memory loss"), arthralgia ("joint pain") and pain in extremity ("leg pain"). The patient was treated with levonorgestrel (mirena) and surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain lower, dyspareunia, menstrual disorder, depression, alopecia and amnesia outcome was unknown, the genital haemorrhage, abdominal pain and pain in extremity had resolved and the arthralgia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, depression, dyspareunia, fallopian tube perforation, genital haemorrhage, menstrual disorder and pain in extremity to be related to essure. The reporter commented: insertion details:attention was then turned to the left ostia and the essure was advanced with the hysteroscope without difficulty. The essure was deployed and again four coils were noted at the end of the procedure. No bleeding was noted, the hysteroscope was removed from the uterus and cervix the allis clamp was removed from the cervix and good hemostasis was noted. Plaintiff states she was not informed of any potential complications, but her medical records show that the device failed to deploy in her right fallopian tube ostium twice. A new device was opened and implanted after two failed attempts with the initial device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on 27-jun-2018: pfs +mr received- new event abdominal pain, unusual periods, depression, hair loss, memory loss, joint pain, leg pain were added. Reporter, patient information, lot number, concomitant and treatment drug, concomitant and historical conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.